Manufacturer narrative:
The table was installed at the customer's location in (B)(6) 2012 and is not maintained by steris under a service contract. The user facility is responsible for all maintenance activities. A steris service technician arrived onsite to inspect the table and found that the table's electrical components were damaged. The technician also found that the surgical table did not have any rtv silicone sealant applied around the column and base covers of the table. The user facility informed the technician that approximately two weeks prior to the reported event, facility personnel performed service on the table and had failed to re-apply the required rtv sealant around the column and base covers. The lack of sealant allowed fluid to enter the base of the table onto the electrical components and the reported event to occur. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 4085 surgical table operator manual states (section 5.10), "routine maintenance: sealing table covers; whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The reported event is attributed to user error as the user facility should have ensured the table was properly sealed prior to use. While onsite, the technician counseled user facility personnel on the importance of ensuring that the table is properly sealed following service or maintenance repairs. The technician provided the customer with a quote to repair the table and is awaiting their response.

Event description:
The user facility reported a burning smell coming from their 4085 surgical table during a patient procedure. The patient was transferred onto a different table causing a procedure delay. The procedure was completed successfully. No report of injury.